Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer experienced different blood glucose level was 581, 500, 600, 169, 61 mg/dl. Troubleshooting was done for insulin flow blocked alarm. Customer was treated with manual injection and bolus. Customer stated that the cannula was bent. Customer reports event was resolved by changing complete set (inf and res). The device will not be returned for analysis.